Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net. The high ventricular episodes were noted on (B)(6) 2017. Upon review, the pulse generator exhibited post-sensed t wave oversensing. No intervention was performed and the patient will be monitored.